Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported event was failure to follow the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: olympus reprocessing manual (chapter 3.2, page 25), proper reprocessing is required both before and after each use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the facility staff submerged the subject device in cleaning material without the caps on. The issue occurred during reprocessing. There were no reports of patient involvement.